Event description:
Baxter tubing infusing tpn (total parenteral nutrition) into a central line (uvc) noted to be leaking at the second port from the top. Fluids changed. The set was new, as the baby was born last night. The nurse said that prior to noticing the leak, the pump alarmed "upstream occlusion" intermittently for about an hour. Manufacturer response for IV tubing, IV pump set clearlink 10 drops/ml drip rate 117 inch tubing 3 ports (per site reporter) they are shipping new tubing to us after implementing 4 corrective action plans.